Event description:
It was reported that pump displayed malfunction alarm with code 12 while customer had very high blood glucose, with value shown only as ¿high.¿ there was no additional information received regarding the final impact to the customer¿s blood glucose level. Customer initially took no action, then contacted technical support, who provided instructions and assisted with resetting pump, after which malfunction did not recur and customer was advised to continue using pump and to call back if malfunction returned.